Event description:
It was reported that the patient turned off his device 3 years prior. The patient had experienced a jolt when he moved a certain way, and he turned the stimulation off due to this. If the patient moved in other ways, he wouldn¿t feel anything at all. When the patient would bend down, he would feel a surge. If he moved his head a certain way, the stimulation would speed up. The patient met with a company representative about 3 years ago. The patient was told it took a while for the leads to settle in. The patient also stated that when the stimulation was on it didn¿t help with the pain. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3487a-33, lot# v013723, implanted: (B)(6) 2007, product type: lead. (B)(4).